Manufacturer narrative:
The drill was received by the manufacturer, however the complaint could not be replicated. Based on the results of the device evaluation, the device performed according to specifications.

Event description:
It was reported that during a routine equipment evaluation conducted by the manufacturer's sales representative, a drill attachment heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.